Event description:
Patient was undergoing a thrombectomy procedure using indigo system cat 5 aspiration catheter. During the procedure, the physician was unable to advance the catheter and it was removed. The physician noted that the tip of the cat 5 had become ovalized. A new catheter was used and the procedure continued successfully. There was no report of an adverse effect on the patient.

Manufacturer narrative:
Result: the indigo system aspiration catheter 5 was ovalized approximately 10.5 cm from the distal tip in multiple locations for approximately 4.0 cm in length. The catheter was also ovalized 23.5 cm from distal tip. Conclusion: the complaint has been evaluated. The complaint indicates that there were difficulties advancing the indigo system aspiration catheter 5 during the procedure. Evaluation of the returned product confirmed that the distal shaft of the catheter was ovalized. This device was packaged inside a protective hoop and the damage was not noted when the device was removed from the packaging. Therefore, this damage likely occurred when inserting the catheter into the patient. These devices are 100% visually inspected for damage during process inspection. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.